Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 44 mg/dl and 291 mg/dl. Customer was feeling groggy, tired, and perspiring at the time of the reading of 44 mg/dl. Customer was treated with a glass of sugar water and felt better, then obtained the reading of 291 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.